Event description:
It was reported by dealer that the alarms are not functioning on the irc5po2v concentrator. Hours 8803. This is a rental unit, no injury reported. The caller has no further information to provide.